Manufacturer narrative:
Correction the following codes should have been part of the supplemental 1920898-2021-00201 imdrf annex g grid: g04019. G04099. Imdrf annex b grid: b14 . H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7241945. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for dry barrels. There was one (1) notification noted for break out sustaining h3 other text : see h10.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs plunger was hard to move and the stopper was deformed. The following information was provided by the initial reporter: material no. 328411 batch no. 7241945, unknown. It was reported that plungers are hard to move and stoppers look deformed. Also reported needles missing from syringes.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7241945. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for dry barrels. There was one (1) notification noted for break out sustaining.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs plunger was hard to move and the stopper was deformed. The following information was provided by the initial reporter: material no. 328411, batch no. 7241945, unknown. It was reported that plungers are hard to move and stoppers look deformed. Also reported needles missing from syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7241945. Medical device expiration date: na. Device manufacture date: 2017-10-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs plunger was hard to move and the stopper was deformed. The following information was provided by the initial reporter: material no. 328411 batch no. 7241945, unknown. It was reported that plungers are hard to move and stoppers look deformed. Also reported needles missing from syringes.